Manufacturer narrative:
Device evaluation summary: upon receipt to mentor, the device contained gel with orange appearance. Red material was observed within the device. Gel was observed on the shell surface. Visual evaluation of the device revealed a rent within an area of siltex cracking on the posterior view, measuring approximately 0.1 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the orange and red material observed. There is no evidence that the issue is related with manufacturing. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of stresses caused by folding of the shell in-vivo. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 12/4/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: right unknown mentor gel prosthesis, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with unknown mentor gel prostheses. Rupture on the left breast prosthesis was diagnosed post procedure through a MRI. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.